Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event cannot be confirmed. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed as lot identification is necessary for review. Surgical notes were not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup , unknown, unknown, unknown head , unknown, unknown, unknown stem , unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [ product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to pain. The acetabular liner was revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: corrected :